Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation at 2 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 40mm x 145cm coyote es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting 2mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 2 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.